Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC catheter bulged when infusing solutions. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of the extension tubing bulging during use is confirmed but the exact cause could not be determined from the video provided. One video sample of a 4 fr sl groshong catheter in use was provided for investigation. The catheter is shown to be inserted in the upper arm and secured by a statlock securement device. A three-way valve connector appears to be attached to the red luer hub. The catheter is shown to be infused and pressurized. The extension tubing near the distal end of the white over-sleeve is observed to balloon during pressurization. The cause of the pressurization could not be determined from the video; however, possible contributing factors include catheter occlusion, catheter kink, and over-pressurization. Since the extension tubing was observed to balloon, the complaint is confirmed. A lot history review (lhr) of recv1361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC catheter bulged when infusing solutions. No other information was provided.